Event description:
Customer reports 2 cracked venous headers noted during patient use and reprocessing of dialyzers. Estimated 120cc blood loss reported with no patient injury; patients were treated with ancef intraveneous prophylactically when crack noted during patient use. The dialyzers were reused 19 and 13 times prior to this occurrence.